Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patient stated for about a month they had been having issues with the handset. The patient reported seeing service code 156 and the manufacturer's patient services specialist (pss) reviewed. The patient reported seeing service code 353 exit application. Pss reviewed the patient was leaving the application and the handset was asking if the patient was sure they wanted to leave the app. The patient reports seeing "communication was cancelled /resync. Pss reviewed that the patient will see this if/when they cancel communication. Pss had the patient toggle off airplane mode and restart the handset. The ptm settings were: bolus duration 2 minutes, lockout 20 minutes, dose restriction interval 3/hour, boluses per day 14. The patient reported lagging at 90% when trying to bolus. Pss reviewed data and how to delete the data. Patient was able to connect to the pump and request a bolus w ith no lag issues. The patient will call back if he needs further assistance.